Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting they urgently needed a shoulder MRI, which they reported was unrelated to their device/therapy, but they needed a manufacturing representative present to turn their stimulation off. The patient reported that they had a fall on (B)(6)2017. Where they tripped and hit their grill and have had several issues with their system. It was reported that since the fall, the burning feelings in their buttocks and down their leg, which they had ¿way before the (B)(6), had gotten worse. The patient stated that they were unhappy with their stimulator and it was not like their temporary device (trial). The patient stated that they ¿needed to have their stimulator rebooted, because it decided to take a dump¿. The patient stated that since it was rebooted it let them charge it, but it kept having ¿the thing call the hcp screen¿. They reported that it would charge half way, but ¿they could not press the thing to make it work to turn on stimulation¿. They also stated that when they charged it, it did not stay charged for even a half an hour. It was stated that the patient¿s rep told them how to reset it over the phone. It was reported that the patient met with their rep two months ago when their problems started, and they started talking to them. The patient was redirected to follow-up with their healthcare provider (hcp) and a listing of hcp was offered to them but declined as they stated that they would have their ins removed. The patient stated that they had their reps phone number and they usually called them back. They stated that the hcp that wanted the MRI called the rep as well and left a message. The patient mentioned that they called their rep right before calling in to patient services. It was reported that it was asked but unknown when the patient¿s device ¿took a dump so was rebooted, had the ¿call your hcp screen¿ and they were unable to turn their stimulation on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had successfully charged her stimulator and was getting an MRI (B)(6)2017.  Power on reset (por) had not been reset, but was going to be reset on (B)(6)2017, prior to her MRI.  It was unknown if there was a correlation between the fall and patient's new pain.  Regarding the patient claiming implant relief was not as good as the trial, the rep asked the patient why they had not been called sooner to make an adjustment, to which the patient had no response. The removal was not yet scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that patient's system was not working because it had not been charged. No time frame was available/the date of the event was not provided. Additional information was received from the patient on (B)(6) 2017. The patient reported that her ins had not worked in two months, she had tried to charge it and it wouldn't charge. The patient reported that she had fallen and it twisted sideways in her buttock and she would like it taken out. The patient reported that it had caused burning down her leg and everything. No further complications were reported.